Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first item balloon was broken or damaged and the 2nd item balloon did not inflate. There was no allegation of patient death or serious injury associated with this event.